Event description:
The facility representative reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This information was inadvertently omitted in the initial medwatch.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failure" was confirmed by baxter quality engineering as failure code 810:03, which was caused by a defective pump head module. The pump head module was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.